Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information: does the surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. To date no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a review of a journal article: title: overlap anastomosis for digestive reconstruction during laparoscopic distal gastrectomy with intensive regional lymph node dissection: physiological impact of preserving the mesenteric autonomic nerves in the lifted jejunal limb. Authors: taku kitano, daiki yasukawa, yuki aisu, and tomohide hori citation: surgery research and practice (2018); article ID 4938341. Doi: https://doi.org/10.1155/2018/4938341. The authors retrospectively evaluated their experience with overlap anastomosis with autonomic nerve-preserved mesojejunum for the lifted jejunal limb in laparoscopic distal gastrectomy with intentional regional lymph node dissection. They also discuss the surgical techniques and technical pitfalls of this approach. From april 2012 to march 2014, an overlap anastomosis for digestive reconstruction was performed during laparoscopic distal gastrectomy with intensive regional lymph node dissection and are following current postoperative conditions in 12 patients (7 male and 5 female; average age: 65.4 ± 13.9 years). The mesojejunum was dissected in three sections using advanced energy device harmonic ace +7 (ethicon) to prevent both unexpected shortening of the mesojejunum and thermal nerve damage. Under countertraction with the two anchor sutures, a powered echelon flex gst system endostapler (ethicon) was guided into the lifted jejunal limb through the entry site. The endostapler was set for side-to-side use to staple the lifted jejunal limb to the gastric remnant in an isoperistaltic direction and then clamped. The entry site was closed with layer-to-layer sutures using absorbable monofilament suture monocryl 3-0 (ethicon). Mesenteric gaps were closed with nonabsorbable sutures prolene 3-0 (ethicon). Reported complications included surgical site infection (n-1) and intraperitoneal fluid collection (n-1). In conclusion, overlap anastomosis with autonomic nerve-preserved jejunal limb was safe and feasible for laparoscopic distal gastrectomy with lymph node dissection.